Event description:
Baxter reported that a clean flash was operated manually due to a 266 alarm in 2009. The connection and disconnection were performed without any problem two times after the alarm. A broken spike was found when the pt tried to connect a y set to the spike at 23:00 a day later. The spike tip could not be found. The set had been in use for 120 days. The actual sample was available for evaluation. There was no pt injury or medical intervention.

Manufacturer narrative:
.